Manufacturer narrative:
In previous report, the manufacturer reported incorrect information and missed to capture code in box h. The following correction has been updated in this report. In box h: in patient outcome code grid code for liver disease/toxicity has been updated in this report. In box b: in box b: adverse event or product problem as both and outcomes to ae as other was updated. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, dizziness, headache and liver disease/toxicity. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant was observed on the accessory flip doors, top enclosure, front panel, rear panel, external portion of the iso port, bottom enclosure, and blower seal. A dust-like contaminant was observed on the accessory flip doors, top enclosure, front panel, rear panel, iso port, bottom enclosure, inside the inlet of the blower box, on the blower, blower seal, and blower box. A tobacco-like odor was observed coming from the device during confirmation of airflow. Black particles not consistent with foam degradation were observed sitting on the bottom of the blower box. A discoloration was observed on the top enclosure, front panel, rear panel, bottom enclosure, and blower box, likely due to tobacco usage. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.

Manufacturer narrative:
Device not returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, dizziness. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.